Event description:
It was reported that during a da vinci-assisted surgical procedure that recoverable error 32101 occurred against universal surgical manipulator (usm) 4. The intuitive surgical inc technical support engineer (tse) troubleshooted the issue, with no improvement. The tse suggested disabling usm 4 to proceed with the case, and advised that usm 4 would need to be replaced. The procedure was being completed as planned, with no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 4. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.